Event description:
It was reported that there was a lead warning for low impedance paces on the right atrial (ra) lead. The threshold and impedance trends looked stable and there was no oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (ipg), (B)(6) 2012. (B)(4).